Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported intermittently that the pump indicated history was missing data despite being in use. There was no reported impact to customer's blood glucose. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.